Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having low blood glucose for two weeks. Customer's blood glucose at the time of incident was unknown, but blood glucose at the time of call was 180 mg/dl. During troubleshooting, customer reported that there was less insulin in reservoir than what was showing on status screen. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was tested with a water filled reservoir and the units left on the status screen matched properly with the units left on the test reservoir. No anomalies were noted. The pump was received with a missing end cap sticker and minor scratches on the lcd window.